Manufacturer narrative:
Unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a supera stent was implanted. On (B)(6) 2018, the patient was re-hospitalized and some-time later underwent an upper leg amputation. It is unknown if the amputation was related to the supera stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of surgical procedure (amputation) is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.